Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that the device had an "error message on console". The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.